Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was having a cystobladder biopsy. The procedure was due to a problem with the device or therapy. The patient had the device for multiple sclerosis (ms) and had been experiencing bladder pain. It was uncertain how long that had been going on for. They wanted assistance with turning the stimulator off. The surgery was (B)(6).

Event description:
Additional information received from healthcare provider reported that the "stuff going on" wasn't device related.

Manufacturer narrative:
Device brand name corrected from previous report (reg #3004209178-2016-05789)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.